Event description:
It was reported that prior to a gastric sleeve procedure, the fifth reload did not fit in the device. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Reload. Eval summary: the analysis results showed that one ec60 device was returned in good visual condition and only with the reload pan present. Although no conclusion could be reached on what may have caused the pan to dislodge; it is possible that the reload and device friction was tighter due to component interaction. The device was tested for functionality with a test reload; the device achieved a complete 3-strokes and fired without any difficulties noted. The reload was loaded into the device without any difficulties. In addition, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.